Event description:
It was reported that the patient's implantable neurostimulator was unresponsive to telemetry attempts by the physician programmer, patient programmer and recharger. An antenna locator (al) was used to potentially solve the issue. The use of the al resulted in a po wer-on-reset condition and normal recharging screen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 3708220, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; recharger model 37752, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708240, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; programmer model 37742, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; lead model 3999, lot # j0444430v, implanted: (B)(6) 2005, explanted: na.